Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
A patient reported "I had implants inserted a few years back , I started getting quite ill and had numerous tests done. The implants were finally removed and were found to be leaking. We have the doctors reports , particulars and lab results" right breast capsule: speciment consist of multiple irregular fragments of capsuler tissue collectively weighing 14 grams. In aggregate these measure 70x50mm by up to 20mm in thickness (...) There are very small foci with somewhat enlarged mononuclear cells and occasional lymphocytes and reparative fibroblasts. Evidence of some silicone leakage this record relates to the right side.

Event description:
Patient reported additional "capsular contracture and discomfort. Fear of alcl clinical." Baker grade for capsular contracture is unknown.

Event description:
A patient reported "I had implants inserted a few years back , I started getting quite ill and had numerous tests done. The implants were finally removed and were found to be leaking. We have the doctors reports , particulars and lab results" right breast capsule: speciment consist of multiple irregular fragments of capsuler tissue collectively weighing 14 grams. In aggregate these measure 70x50mm by up to 20mm in thickness (...) There are very small foci with somewhat enlarged mononuclear cells and occasional lymphocytes and reparative fibroblasts. Evidence of some silicone leakage. Patient reported additional "capsular contracture and discomfort. Fear of alcl clinical." Baker grade for capsular contracture is unknown. This record relates to the right side.

Manufacturer narrative:
Additional, corrected and/or changed data: d6b.